Manufacturer narrative:
The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Analysis of the header revealed that all set screws contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further electrical testing was performed and no issues were found. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Correction: patient details updated (section a), product details (section d 4, g 2, h 4), health care provider information (section e 1).

Event description:
It was reported that the patient presented for right atrial (ra) lead revision. During the procedure, the ra lead became dislodged three times. The ra lead was examined, and white silicone was noted in the helix. Additionally, when attempting to connect the ra lead to the implantable cardioverter defibrillator (ICD), the set screw was believed to be stripped. The physician explanted the ICD and ra lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the ra lead was being revised due to dislodgement.